Event description:
A transfer set has been replaced because of leaks of the peritoneal dialysis fluid through the tubing. The trasnfer set was placed on february 2005. No pt injury or medicla intervention was asociated with this incident.